Event description:
The design of the bracket on device is such that it cannot be securely attached to the bed or gurney. If the gurney or bed is moved or bumped the device may fall to the floor landing on the foot of the healthcare worker or visitor and potentially causing a pull on the patient. The only other option is to place it in bed with patient which is not always an option; nor the best of options.